Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that there were no product issues or no patient injury during the procedure. There was significant tissue loss which was reported as the right medial thigh, the patient had full thickness skin burn 7 cm long by 3 cm wide by 1.5 cm deep after the procedure. In this area, the skin and subcutaneous tissue was necrotic and needed sharp debridement. In the return appointment the vessel looked closed. Treatment for the first three weeks after the occurrence, patient had wound care with weekly checks up, sharp debridement of necrotic tissue, wet to dry gauze dressings and oral antibiotics. Patient was also referred her to a wound clinic who took over the wound care. Investigation: the closurefast catheter cf7-7-100 device was not received for evaluation. No ancillary devices or cine images were received. A procedural note shows that the procedure was successful with no complications. The customer complaint of the patient experience of discomfort or burn when tumescent was applied for an ssv treatment could not be determined.